Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of her son who upon applying the adc freestyle libre sensor, the applicator needle stuck in his arm. As a result, the customer felt symptoms of infection at the sensor site. The customer had contact with a healthcare provider and was provided with flucloxacillin. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on extended investigation. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, sensor patch, and adhesive and no issues were observed. The sensor plug was properly seated in the mount, however the sharp was returned loose and was observed to be bent. The sensor applicator and sensor pack were not returned. Extended investigation was performed on the returned product and determined that until further product is returned, the cause of the sharp not being retracted into the applicator cannot be determined. Extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.

Event description:
A caregiver reported on behalf of her son who upon applying the adc freestyle libre sensor, the applicator needle stuck in his arm. As a result, the customer felt symptoms of infection at the sensor site. The customer had contact with a healthcare provider and was provided with flucloxacillin. No further details were provided. There was no report of death or permanent injury associated with this event.